Manufacturer narrative:
(B)(4). D10: unknown head. The customer has indicated that the product remains implanted and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a closed left hip reduction due to a dislocated hemiarthroplasty. Subsequently, while reducing the prosthesis, the head disassociated from the ringloc bi-polar. It was noted that the patient was too sick to undergo an open revision. All parts remain implanted currently. It was reported that no further information could be provided

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combination. A definitive root cause cannot be determined. It was reported that the patient had a dislocation and subsequent closed reduction leading to disassociation of the head from the ringloc components. It is unknown if the devices caused or contributed to the reported dislocation. As per IFU 01-50-0952, the ringloc bi-polar acetabular prosthesis can dislocate. Closed reduction is generally successful; however closed reduction must be attempted with caution to prevent disassociation of the bi-polar acetabular component from the femoral component. When dislocated, the bi-polar component can assume a vertical position and become impinged against the natural acetabulum. When impinged, during closed reduction, the bi-polar component can experience forces greater than the lever out forces or torque forces required to disassociate (separate) the bi-polar component from the femoral component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.